Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed incoming vxi functional testing however it was noted that it passed using a known, good cable. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.